Event description:
Information was received from a patient (pt) who was receiving unknown drug via an implantable pump for non-malignant pain. It was reported that the pump was turned off and was told to wait 3 months. Pt mentioned that the cord was cut over; "the cord was no good so they pulled it and shut the pump off". Agent reviewed healthcare provider (hcp) and manufacturer representative (rep) roles and redirected pt to their managing doctor.

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 8781; serial/lot #: (B)(6); ubd: 07-nov-2027, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.